Event description:
The complaint/event involved a chemoclave® vented bag spike. The silicone of the device was reported as sunken, and fluid couldn't drip. An unspecified concomitant drug used, but there was no concomitant device involved. The device was used for chemo. There was no bleedback reported.the device was not reprocessed or resterilized. There was patient involvement reported, but no patient harm/adverse event reported. This emdr covers two defective samples with the same complaint allegation.

Manufacturer narrative:
The device is not available for investigation. A review of the device history record is pending. Additional contact: (B)(6).

Manufacturer narrative:
The reported complaint of a stick down could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.